Event description:
The customer reported not getting results for differentials (diff) on patients and controls on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/05/2015. The fse replaced the stabilyse pump along with valve vl45, resolving the diff incomplete recovery on patients and controls. There were no erroneous un-flagged numeric results generated. (B)(4).